Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. It was reported that the customer was on a trip with his friends and forgot to bolus. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to protruded loose drive support disk however, the motor passed motor test. Unable to perform functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to motor error alarm. The insulin pump was received with broken reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.